Manufacturer narrative:
Following natus complaint procedure, natus requested the device back for investigation. Meanwhile the issue is escalated to engineering. After evaluating the study provided by the customer, engineering have not been able to reproduce the issue . We have requested for more information about the event from the customer. A follow-up report will be submitted if we learn more about the issue after information received from the customer.

Event description:
During iom study prtektor system was stimming from correct side but, recording occuring from wrong pod. Recording should be occurring on yellow pod. Instead is recording on white.

Manufacturer narrative:
Engineering has not been able to reproduce the issue as reported by the customer. A review of logs and the recorded study do not show any signs of the pods switching or when the customer physically switch the pods to resolve the issue. The engineering investigation also involved resuming the actual study from the customer to view the exact settings and setup of the recording. The study resumed with data flowing from the correct pods (left and right). Based on this investigation, all sign point to user error as the root cause.

Event description:
During iom study prtektor system was stimming from correct side but, recording occuring from wrong pod. Recording should be occurring on yellow pod. Instead is recording on white.